Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of dilaudid via an implantable pump for non-malignant pain and rsd (reflex sympathetic dystrophy)/causalgia-complex pain syndrome. The patient reported their p ump broke in 2007. No symptoms were reported. No further complications were reported or anticipated.